Event description:
It was reported the ems was used during an unk procedure. It was reported by the affiliate the staples would not deliver. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.48872. Ees #.980513/j. Endopath endoscopic multifeed stapler: based upon the inquiry information received, visual examination and functional test, it was concluded that the reported event during surgery occurred due to three misaligned staples in the track. No functional testing could be performed due to the misalignment. No conclusion could be reached as to how the staples had become misaligned in the track.